Manufacturer narrative:
(B)(4). A review of all batch record documents for lot number 12h094 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a large volume infusor's bladder ruptured during patient use. There was no report of patient injury, medical intervention, or adverse event in association with this event. No additional information is available at this time. This report is 3 of 3.